Event description:
It was reported that a smiths medical legacy pump ran a "no disposable" alarm while the affected cassette iwas connected. No clinical health consequence for patient just headache for him. No adverse patient effects were reported.